Event description:
Boston scientific received information that during a routine follow-up appointment this patient entered ventricular tachycardia (vt). The device did not deliver therapy. It was confirmed that therapy was prolonged for longer than 60 seconds. As a result, an external shock was successfully delivered. No adverse patient effects were reported. The medtronic defi- lead is defective, over sensing episodes less than 1 sec, no atp, no shocks. (B)(6) hospital: (B)(6) germany lead implant date: (B)(6) 2002 event date - (B)(6) 2012. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).